Event description:
The customer reported that the cine option was unavailable after booting the system up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated. The system was then found to be operating as intended.